Event description:
A malfunction alarm was reported by the customer, identified as malfunction 12, with fault ID 0x2071. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information, assisted the customer with resetting the pump, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further issues arise.